Manufacturer narrative:
(B) (4). (B) (4): results code: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast on the tip coils. The core was separated at the proximal end or the hypotube. There was a small piece of the core still attached to the proximal end of the hypotube. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to the scanning election microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that another company's balloon catheter met resistance upon removal from the guide wire and the guide wire separated; no patient injury was reported. There was resistance upon removal with the second guide wire as well, but it also kinked. There was no patient injury. There is no additional event or patient information available.